Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer touchscreen was out of specification, the overlay was damaged, and there were system errors in the log files. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.